Manufacturer narrative:
A partial lead with the distal portion measuring 70.5cm was returned for analysis. External insulation abrasions exposing the outer coil were noted at 32.5-32.7 cm and 45.5-45.6 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.